Event description:
The pt is a 42 yr old woman who initially had bilateral breast augmentation in 1987 in place of a mastopexy using silicone gel breast implants, left side 350cc, right side 375cc. Following a car accident in 1986, the pt developed a great deal of neck pain radiating to the left arm. Within six months she also developed increased allergic reactions to medications. In addition, she had poor sleep, myalgia, arthralgias, spasms in the extremities, and chronic fatigue. In 1990, she began developing burning pain in the left breast which has waxed and waned over the years. She has complaints of forgetfulness and numbness and tingling in the legs within a prolonged period of sitting. Local pain and contracture. The pt would like implant removal. Total capsulectomy is necessary because the capsule contains silicone which the pt may be reacting to.